Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. Cefazolin was discontinued after 27 days and gentamicin was discontinued after 6 days of treatment. Pd therapy was ongoing. At the time of this report, the patient was discharged from the hospital on (B)(6) 2024 and recovered from the events. It was reported that retraining was done for the caregiver. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized and treated with cefazolin injection (1g, intraperitoneal, for fourteen days) and gentamycin injection (15mg, intraperitoneal, for fourteen days) for peritonitis. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.